Event description:
Customer reported the insulin pump alarmed button error in the last few hours. Customer reported he woke up to low blood glucose of 56 mg/dl, treated with food. Customer was attempting to give a bolus and buttons where haywire and would not stop rolling. Customer inserted a new battery and device alarmed button error. Unable to clear alarm. Customer's current blood glucose was 110 mg/dl. Customer was advised to revert to back up plan. Customer declined any other troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional testing. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.